Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed visual inspection and found the sensor cannula retracted inside the sensor base and found no broken cannula during analysis. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive lost sensor. Customer changed sensor and found that cannula was missing and was not sure if it was still in the body. Customer was advised to follow up with healthcare professional.